Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from the patient line was reported which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unknown dwell cycle of peritoneal dialysis therapy. During troubleshooting, a leak was found on the patient line, about 18 inches down the line from the patient's catheter. The technical service representative (tsr) assisted the patient to end therapy and advised to start over with new supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information available.